Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with painful disc protrusion with positive discogram l4-5 and l5-s1. The patient underwent the following procedures: laminectomy decompression at the l4-5 and l5-s1 level. Posterior spinal fusion instrumentation with interbody allograft at the l4-5 and l5-s1 level utilizing aescrulap s4 instrumentation as well as pioneer synthetic inter-body peek bone ramp at both the l4-5 and l5-s1 level. Rhbmp-2/acs for the posterior fusion part of the procedure from the l4 to s1 level. As per-op notes, ¿local autograft supplemented with rhbmp-2 soaked sponge wrapped around bone graft was impacted in the posterolateral region predominantly on the left side for the posterior fusion part of the procedure.¿ no patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.